Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report low blood glucose levels of 49 mg/dl and the insulin pump did not notify customer of low blood glucose. The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 94 mg/dl compared with the sensor glucose reading of 67 mg/dl. The customer treated with glucose shot. The customer was advised to turn the sensor off and reconnect to an old sensor. The customer was advised to monitor the sensor and call back if the issues persisted. The customer stated the low blood glucose levels were due to unknown reasons and would have their settings adjusted.